Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that patient presented for lead revision. The left ventricular(lv) lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, high capture threshold was noted on left ventricular(lv)lead. The device interrogation revealed loss of lv capture. Programming changes were made. Further x-ray examination noted lv lead dislodgement. The patient is scheduled for lead revision. No further intervention was done. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.